Event description:
It was reported that seven (7) large volume folfusors under infused; pumps had medication left in the balloon after 24 hrs. The issue was identified during patient infusion. There were no issues with the peripherally inserted central catheter (PICC) line. The devices were filled with flucloxacillin 8g plus citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The events occurred between december 23, 2021 to december 29, 2021. Initial reporter address: pharmacy manufacturing unit (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6 and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.